Event description:
Product: the black soft table pad, approx. 2" in thickness, that is provided by covidien/mallinckrodt for their lf hydrajust/vision urology table that is used for cysto and other urological exams in the sterile environment of operating rooms in hospitals and clinics. Product problem: this table pad is made out of a soft memory-foam like material that is highly susceptible to punctures which results in a serious breach of the sterile field in the operating room; therefore, putting patient safety at risk for bacterial or viral infection. Product use error: the table pad is easily punctured because of its poor design. Because the design of the pad cannot hold up to the rigors of daily use in the or setting, there is no amount of training the staff can receive that would prevent the inevitable puncturing of this product. Dates of use: 2008 - 2009. Diagnosis or reason for use: table pad used for patient to lay on during procedures. Event abated after use stopped or does reduced: no. Event reappeared after reintroduction: yes.